Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "tubing on the cannula has holes." Alleged defect detected during use. No harm or injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the tube. It is possible that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility.

Event description:
Customer complaint alleges "tubing on the cannula has holes." Alleged defect detected during use. No harm or injury to the patient. Patient condition reported as "fine".